Manufacturer narrative:
Reliability analysis inspected three opened/used partial enlite sensors and was unable to confirm that the insertion anomaly was due to the customer not returning the insertion needles, only the sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose and sensor anomaly. The customer's blood glucose reading was 37 mg/dl. The customer stated that he had 2 enlite sensors that were defective. The customer stated that he returned some sensors that were bent and did not go in his belly. The customer stated that he had the ambulance with him. The customer was advised to return the complete sensor.